Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount in the cardiovascular intensive care unit. It was reported that the pump was programmed to infuse 250cc of normal saline at a rate of 999ml/hr. The pump underinfused with only 125cc being delivered. It was also reported there was no patient injury.